Event description:
It was reported by the surgeon that a patient had a left hip operation in 2001. Postop superficial wound infection and hematoma. No reoperation, healing clinically and biologically. Mid 2002, unexpected pain in the hip while general health was poor, no clinical symptom of implant failure. In 2002, back to normal activities, no pain, and no functional limitation. In 2005, recurrent pain, limited walk. X-rays showed acetabular loosening with no aseptic signs. Revision was performed in 2005. No preop sign of septic problem, no osteolysis, no bone ongrowth upon the cup. Screws are well fixed.